Event description:
During a zenith procedure on (B)(6) 2007, the black trigger wire was unable to be released. The trigger wire was stuck and would not come out. In order to release pressure on the wire the physician loosened the black pin vice and brought the top cap down. They were still unable to release the trigger wire. Upon pulling on the black trigger wire, the graft started to compress down. After many tries, the trigger wire finally released but the physician could feel a "catch" like the wire was caught on something. The case continued with a positive outcome.

Manufacturer narrative:
(B)(4). Eval: no product was returned to assist in this investigation. An internal review indicated that the event was caused by inadequate product quality due to the trigger wire being caught on the stent area. This may have occurred during loading. The appropriate individuals have been notified.